Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the pump casing was found to be in tact; no damage was found on visual inspection. The pump passed leak testing and no moisture was found anywhere inside the pump. The complaint could not be confirmed or duplicated on investigation; no defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.